Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer was hospitalized due to their high blood glucose level. Customer's blood glucose level was around 650 mg/dl and 750 mg/dl. The customer treated their blood glucose level but it was not going down. The customer hung up. The device was not returned.